Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one handle and one reload. Visual inspection of the instrument noted no abnormalities. Visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws open. Functionally, the instrument was loaded with post market vigilance representative reloads. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. During functional testing, the reload was loaded into the subject instrument. This test found the jaws to clamp and unclamp repeatedly without difficulty. The interlock was overridden and the instrument and reload were applied to test media, and found to function properly. All staples were placed, test media was cleanly transected, and the jaws opened after the instrument return knobs were retracted. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history records indicates each device lot number was released meeting all quality specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an atrial reduction, a manual handle and reload were used on the atrial appendage. The surgeon closed the gun, pressed the green button, and partially fired the reload. The device stopped and would not proceed; the blade could not be withdrawn. The surgeon used suture to excise the tissue and remove the reload. The staple line was incomplete and was fixed by resection. The device locked on tissue and was removed by transection. The last known patient status is okay. No other adverse events were reported.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation summary pending investigation conclusion.